Event description:
The drive wire of the basket became severed at the handle during mechanical lithotripsy. The basket became caught and the stone was impacted in the common bile duct. Additional information regarding product usage has been requested, but was not provided. Because the user was able to remove the stone, there were no clinical consequences.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use for the cook endoscopy soehendra lithotriptor includes the following warning: due to mechanical pressure generated with this device, basket fragmentation is a possibility that may require surgical intervention. The instructions for use for the cook endoscopy soehendra lithotriptor includes the following warning: due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, thus requiring surgical intervention. Impaction of the object with the basket is listed in the web extraction basket instructions for use as a potential complication. An ampullary opening inadequate to allow for the unimpeded passage of the basket is listed in the web extraction basket instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The reported occurrence of basket/object impaction involves an inherent risk of the procedure and a known potential complication. The complaint risk priority (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.